Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti tachycardia pacing (atp) and shocks due to a suspected atrial originated arrhythmia. Technical services (ts) reviewed the recorded episodes and noted periods where the ventricular rate appeared irregular, which may be suggestive of a rapid ventricular response (rvr) secondary to an atrial arrhythmia. This ICD remains in service. No additional adverse patient effects were reported.